Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The reported sutures and knot pulled out of the artery when the plunger was removed was unable to be confirmed as not all components were returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery (cfa) using the preclose technique a transcatheter aortic valve repair (tavr) procedure. The arteriotomy was 6fr. Reportedly, when the plunger was removed, the sutures and knot pulled out of the artery. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to an 8fr and then 10fr sheath and the tavr procedure was completed. Hemostasis was achieved cfa using the pre-placed sutures from proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.